Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Per the gore excluder aaa endoprosthesis IFU key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites, specially the proximal aortic neck and distal iliac artery interface. Add'l considerations for pt selection include, but are not limited to: ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuousity) should be compatible with vascular access techniques and accessories.

Event description:
On (B)(6) 2012, the pt was being treated for an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis. It was reported that the pt had excessive calcification in both iliac arteries. The physician inserted a cook 16fr sheath on the pt's left side, but was unable to advance to the desired location due to the calcification. The physician tried to bareback the trunk-ipsilateral leg component to the desired location, but the attempt was unsuccessful and decided to remove the device and try to gain access from the right side. The physician attempted to insert the cook sheath on the right side but due to the calcification, he was unable to fully advance the sheath so the trunk-ipsilateral leg component was barebacked to the desired location and successfully implanted. It was reported that the contralateral leg component was barebacked and inserted through the cook sheath on the left side with no complications. While removing the sheath on the right side, the pt's blood pressure dropped and an angiogram revealed an extravasation in the right iliac artery. The pt was implanted with four gore viabahn endoprosthesis from the right common iliac artery to the right external artery to treat the extravasation. Final angiogram images revealed that a small extravasation was still present. The pt lost 2-3 units of blood during the procedure and received 3 transfusions. On (B)(6) 2012, the pt had a reintervention to treat the small extravasation that was still present at the end of the (B)(6) 2012 procedure. On (B)(6) 2012, the pt died. The exact cause of death is not available, but the physician felt it was from the ruptured vessel and blood loss.